Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('the inflammation was extreme in her body') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("severe headache"), pain ("body ache"), abdominal pain ("cramping"), anxiety ("anxiety"), alopecia ("hair loss"), toothache ("teeth hurting"), pain in jaw ("jaw hurting"), asthenia ("weak"), loss of consciousness ("blackouts"), rash ("skin rashes"), eyelids pruritus ("itchy eyelids") and panic attack ("panic attacks") and was found to have weight decreased ("my daughter was not overweight to begin with, but lost even more with essure"). Essure was removed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, headache, pain, abdominal pain, anxiety, alopecia, toothache, pain in jaw, asthenia, loss of consciousness, rash, eyelids pruritus, panic attack and weight decreased was resolving. The reporter considered abdominal pain, alopecia, anxiety, asthenia, eyelids pruritus, genital haemorrhage, headache, loss of consciousness, pain, pain in jaw, panic attack, pelvic inflammatory disease, rash, toothache and weight decreased to be related to essure. The reporter commented: my daughter could not even go into the grocery store anymore, she said people looked like ants to her and she could hear everyone´s conversation as if they had microphones on. She could not even drive anymore. The doctor told her it was her body fighting the essure, her entire inside was so stressed. The inflammation was extreme in her body. She put her in a diet of fruits, vegetables, lean meats and nuts until her surgery. It really helped. The diet was not for weight, the doctor said certain food cause more inflammation such as dairy and bread. In november she had a hysterectomy and most all her symptoms left. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('the inflammation was extreme in her body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("severe headache"), pain ("body ache"), abdominal pain ("cramping"), anxiety ("anxiety"), alopecia ("hair loss"), toothache ("teeth hurting"), pain in jaw ("jaw hurting"), asthenia ("weak"), loss of consciousness ("blackouts"), rash ("skin rashes"), eyelids pruritus ("itchy eyelids") and panic attack ("panick attacks") and was found to have weight decreased ("my daughter was not overweight to begin with, but lost even more with essure"). The patient was treated with surgery (in novemeber she had a hysterectomy). Essure was removed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, headache, pain, abdominal pain, anxiety, alopecia, toothache, pain in jaw, asthenia, loss of consciousness, rash, eyelids pruritus, panic attack and weight decreased was resolving. The reporter considered abdominal pain, alopecia, anxiety, asthenia, eyelids pruritus, genital haemorrhage, headache, loss of consciousness, pain, pain in jaw, panic attack, pelvic inflammatory disease, rash, toothache and weight decreased to be related to essure. The reporter commented: my daughter could not even go into the grocery store anymore, she said people looked like ants to her and she could hear everyone´s conversation as if they had microphones on. She could not even drive anymore. The doctor told her it was her body fighting the essure, her entire inside was so stressed. The inflammation was extreme in her body. She put her in a diet of fruits, vegetables, lean meats and nuts until her surgery. It really helped. The diet was not for weight, the doctor said certain food cause more inflammation such as dairy and bread. In november she had a hysterectomy and most all her symptoms left. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.